Manufacturer narrative:
Based upon the information provided in the report (B)(4), it appears that the devices are still implanted in the patient. Additional information has been requested and if received, will be provided in the supplemental report. Device implanted.

Event description:
It was reported through the medwatch report (B)(4) my stryker accolade tmzf plus hip stem #3 and stryker v40 alumina v40 28mm femora head dislocated for the fourth time.

Manufacturer narrative:
An event regarding dislocation involving an alumina v40-femoral head 28mm, -2.7mm was reported. The event was not confirmed. Device evaluation not performed as no device was returned. A device history review confirmed all devices accepted into finished goods conformed to specification. A complaint history review confirmed no other similar events for the reported lot. The exact cause of the event could not be determined because of a lack of information. No further investigation for this event is possible at this time.

Event description:
It was reported through the medwatch report (mw5030343) my stryker accolade tmzf plus hip stem #3 and stryker v40 alumina v40 28mm femora head dislocated for the fourth time.